Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion event on (B)(6) 2024. He reported that the blockage is located in the tubing. He changed supplies as necessary and resumed insulin therapy. No further information available.